Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, the pump time and date were incorrect. Reportedly, the customer corrected the pump time and resumed insulin therapy. Customer's blood glucose was 153 mg/dl.